Manufacturer narrative:
On (B)(6) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the patient underwent an external shock in order to reduce an atrial fibrillation. The nurse applied the defibrillation patch directly on the can. After the shock, the pacemaker was found in standby mode. After device re-initialization, the pacemaker showed high impedances and poor sensing. The tests on the leads through pacing system analyzer showed no dysfunction on the leads. The pacemaker involved in this MDR report was replaced and returned for analysis.